Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#3006705815-2018-01433. It was reported that the patient was unable to experience effective therapy from their scs system since leads migrated. Reportedly, patient experienced trauma. Reprogramming did not resolve the issue. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.therapy was restored post-operatively.